Event description:
It was reported that there was an alert for an out of range shock lead impedance (sli) measurement. The measurement was greater than 125 ohms. Trends were reviewed and revealed that the sli increased gradually, over the past year, from about 82 ohms to in the 120s. All other right ventricular (rv) lead measurements were stable and no noise was present. Thus, technical services suggested to monitor for now. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.

Event description:
Additional information was reported indicating that this right ventricular (rv) lead was abandoned surgically and replaced, as a result of the reported high shock lead impedance. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.